Manufacturer narrative:
This medwatch report is a follow-up from the original report as the safari2 guidewire was returned for analysis. As received, the specimen consisted of one-1 each safari2 275cm x sml crv; returned coiled, and double-bagged within "zip-lock" style poly biohazard pouches. Dimensional verification: the specimen presented a dim "a" length of 275.60cm and a finished diameter of .03485" to .03495". The as received condition of the specimen prevents accurate measurement of the formed curve dimensions. A gage bushing certified to be .0360" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity to the proximal aspect of the coil damage. Observation findings: the specimen presented mechanical shear/cuts to the core wire 6.65cm from the distal tip followed by a cut to the coil wire 6.50cm from the distal tip with concurrent stretching of the coil wraps, primarily distal of the core wire cut, exposing both aspect of the core wire cut. The specimen also presented several large radius bends scattered over the length of the device. All joints appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. Summary of findings: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen presented mechanical shear/cuts to the core wire 6.65cm from the distal tip followed by a cut to the coil wire 6.50cm from the distal tip with concurrent stretching of the coil wraps, primarily distal of the core wire cut, exposing both aspect of the core wire cut. The specimen also presented several large radius bends scattered over the length of the device. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use warnings: monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance. The curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As noted in the event description, "it seemed that the position where safari wire was extended was not good". At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported.

Manufacturer narrative:
The safari2 guidewire involved in this incident is expected to be returned but was not received at the time this medwatch report was being submitted. Lot traceability was provided for the safari2 guidewire. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use warnings: monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance. The curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As noted in the event description, "it seemed that the position where safari wire was extended was not good". At this time, it is not possible to assign a definitive root cause for the event as reported. If additional information is received or product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor: event description: per cnf, it was reported that: after inserting the sheath for tavi~ from the sheath for tavi, nipro's goodtec guidewire and asahi intec's unite were placed near the a valve. Goodtec guidewire crossed the a valve and was placed in the apex of the heart. Unite was also crossed in a valve. Unite was then replaced with nipro's my tavi. Goodtec guidewire was pulled out, and safari wire was inserted. With the my tavi being pulled from the apex of the heart to just below the a valve, safari wire was extended. Wire was tried to pull to change the position of the safari wire, but it could not be pulled. When it was checked under transesophageal echo, mitral regurgitaion (mr) was confirmed, and there was a possibility that it got caught in the chordae tendineae. It was tried to retrieve using unite, but since there was a possibility that chordae tendineae would be cut without pulling at all, the physician performed thoracotomy. Wire was also able to retrieve by thoracotomy, then only a valve was replaced, and the procedure was ended. Physician's comment: it seemed that the position where safari wire was extended was not good.